Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
Provider states that the chair died on her when she was outside. Provider evaluated the chair and noticed a fuse blew on the battery harness.